Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the light guide lens of the gastrointestinal videoscope had foreign materials and the image was not displayed. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. The root cause of the image was not displayed was corrosion on the electrical connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the light guide lens of the gastrointestinal videoscope had foreign materials and the image was not displayed. There was no patient involvement.